Manufacturer narrative:
Evaluation results will be communicated in a follow up medwatch, when the evaluation is complete.

Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the CT-190g dialyzer. Incident occurred at the start of treatment and was noted by the fresenius 2008k hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 200 cc. Treatment was resumed with a new dialyzer and completed without incident. No patient injury or medical intervention was reported per hcp. It was reported that this was the first use of this dialyzer, however, it had been pre-processed.